Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Initial report three of six for the same event, reference 0002184052-2016-00242 through 0002184052-2016-00247. Reference supplemental reports 0002184052-2016-00195-1, 00196-1, 00197-1, and 00198-1.

Event description:
The sales associate reported screws stuck inside the 4.2 self-drilling screw caddie. All of the self-drilling fixed angle screws are molded into the caddy. The screws would not come out with cobb, needle driver, etc. The surgeon was unable to use any fixed screws and forced to use variable screws.

Manufacturer narrative:
The returned screws were examined. They were mechanically inspected and measured, and found to meet specifications. A review of the manufacturing records did not identify any issues which would have contributed to this event. No failures were detected with the screws; the complaint could not be confirmed for them.